Event description:
There was an endeavor rapid exchange (rx) drug eluting stent was implanted in the proximal lad during index procedure. It is reported that a second endeavor (rx) drug eluting stent was implanted to treat a dissection after previous stent implant. Patient was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow-ups. It is reported that the patient suffered an acute non-stemi approximately 26.5 months post index procedure. Investigator has indicated that the target lesion was not involved in the event. (Ref MFR report number 9612164201100025).

Manufacturer narrative:
(B)(6): mi and dissection.